Event description:
Boston scientific received information that during a revision procedure due to worsening heart failure and high pacing thresholds on the left ventricular (lv) lead it was noted that this right ventricular (rv) lead was not pacing. Upon further testing in the laboratory the lv lead was found to have good pacing thresholds when tested in different vectors and thus was not repositioned. Upon attempting to reposition the rv lead it was not possible to retract the helix thus a new rv was implanted. This right ventricular (rv) lead will be returned for analysis, while the left ventricular (lv) lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional review and testing of this lead was performed and noted that the cathode conductor was deformed/stretched causing loss of mechanical function, this likely induced during explant surgery. Additional x-rays were taken and did not reveal a fracture.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.